Event description:
Reference number (B)(4). Event occurred in the united states. This MDR file is submitted for unknown number of quantities. On (B)(6) 2024, patient faced tubing detachment from 3+ infusion sets. The infusion set was in use for 1-2 days. The blood glucose was reported 430 mg/dl and treated with bolus via pump. No further information available.

Manufacturer narrative:
Initial and final (B)(4). Device 1 of 2.